Event description:
It was reported by the clinician that the extension tubing that is packaged with the statlock has come apart on multiple occasions. The tubing is separating from the stopcock or the luer lock connection. There have been no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.